Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that he could not feel oxygen being delivered via oxygen mask. The customer increased the flow rate and the device made a "squealing" noise. The customer taped the area above the screw mount. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Based on the lot number provided (277157) for which the DHR resides at the (B)(6) facility, the nuevo laredo lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch 2-1115741, 2-1115742, 3-1115741 & 7-1015741 during the manufacture of the material. The sample was not returned; however, the customer provided a photo of the sample. A visual exam was performed on the photo, but it could not be determined if the adaptor thread was damaged. Although it could not be seen in the photo, the damaged threads on the adaptor is a known issue and a CAPA was opened to further investigate. The root cause for the issue was the positioning of the thread softness of the new resin used for the snap adaptor.

Event description:
The customer alleges that he could not feel oxygen being delivered via oxygen mask. The customer increased the flow rate and the device made a "squealing" noise. The customer taped the area above the screw mount. The patient's condition is reported as fine.